Event description:
The lay user/reporter called lifescan (lfs) in 2005 and alleged that pt's meter would not power on. The medical affairs specialist spoke to the pt's spouse 2 days later and obtained / verified the following info: the pt is currently in another country. He phoned spouse and told them that his meter had not powered on for 3 weeks. Because he was unable to test, he reduced the amount of food he was eating. He takes oral medications, but she did not know if he made any changes to his regimen. During that time, he reported feeling tired and nauseous. He visited his dr for assistance. Hes blood glucose was tested; the result was 285 mg/dl. He was given a medication to decrease his blood glucose, but the reporter does not know what kind of medication was given. He was also treated for his blood pressure. The reporter did not have the meter with them; therefore, they were unable to troubleshoot.